Event description:
Following a cardiac catheterization, the physician used an angio-seal closure device to seal the artery. The device failed and the artery continued to bleed. Pressure hemostasis was maintained without complications.